Manufacturer narrative:
One blue line tracheostomy tube was returned for analysis in used condition. Under visual inspection no discrepancies were observed. A syringe was used to pass water through the suction line resulting in water passing through the suction line and passing backward; indicating no occlusion. Relevant documents were reviewed and deemed adequate. A review of the manufacturing process was performed. The line clearance record of the line operation, suction line bonding operation and training records were reviewed; no discrepancies found. The flow test was audited during thirty two (32) units noting no occlusions. Based on the evidence the root cause is unknown as the complaint is not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the customer intubated a portex® cuffed blue line ultra® tracheostomy tube into a patient and continued to use it until they were unable to draw bodily secretions through the cuff's upper suction line. The product was replaced. It was reported that there were no adverse events.